Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip from a non-olympus accessory detached while in use with a gastrointestinal videoscope during an unspecified procedure. There were no reports of patient harm.